Event description:
During a tibia nail procedure, the surgeon was unable to seat the gold end cap (catalog #04.004.003s). Surgeon switched to the gray end cap (catalog #04.004.011s) and could not seat the gray end cap because, it interfered with the anterior portion of the nail. A lateral prepatellar incision was made and the end cap still could not be seated. Surgeon then switched to a medial patella incision with a slightly different angle and was able to reinsert and seat the original gold end cap. The procedure was completed, however, the surgery was extended by 20 minutes.

Manufacturer narrative:
Device was not returned. A review of the device history record showed that all parts were made to the correct material requirements and met the required specifications.